Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/30/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: product code is nw1764.

Manufacturer narrative:
Product complaint # (B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the procedure date? (B)(6) 2021. What is the lot number? T0004. Was there any adverse consequence associated with the patient? No.

Event description:
It was reported that a patient underwent an unknown cancer surgery on (B)(6) 2021 and suture was used. During the procedure, needle and suture got separated from the swage point while suturing. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: h3 investigation summary: product complaint (B)(4) logged in for voc performance-pull off suture needle on date (B)(6) 2021. Below is the detailed analysis of retain sample against mentioned voc. Complaint sample: 01 unit of actual opened complaint sample foil along with zipper tray, lid, suture and needle received for investigation for code nw1764 lot t0004. Suture received in partially disintegrated condition, as the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The foil pack was inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at bottom cavity side of the packs were observed. The suture was physically inspected under a 10 x magnification for any attribute defects like kinks, weak spots, broken piece, fray, brittleness but no such defects were observed. Upon inspection of swaged needle end and separated strand, it was observed that the suture strand has a small or very less press mark on suture which indicates that suture was incorrectly swaged which may have led separation of needle from strand. Returned needle was inspected with 10x magnification and it has been observed that needle was not properly swaged. Batch manufacturing record review: as a part of further investigation batch manufacturing record was reviewed for code nw1764 lot t0004. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good analysis record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification requirement. From the batch manufacturing record review, it was observed that there were no issues related to the processing of the incident lot. Retain sample evaluation: as the complaint is related to performance-pull off suture needle, needle pull test is applicable & measurable parameter. Needle pull test was performed over five retained samples to check the behavior of the suture material and swaging process. 05 units of retain samples of incident code nw1764 and lot t0004 were retrieved for analysis. The primary packs of retain samples were visually inspected under 10x magnification for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures / needles were found intact. The sutures were physically inspected for attribute defects like kinks, weak spots, broken piece, knot, brittleness, detached needles but no such defects were observed. All 05 units of retain samples were visually inspected under 10x magnification for attribute defects like weak spots, colorlessness, roughness, fractured, frayed, scraped, severed, and/or notched suture but no defects were observed. All retain samples were also checked for loose or open braid/twist, uneven coating and/or thick coating, broomed end/tail, core protrusion but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. Upon needle pull test of 05 retain sample one retain sample failed to meet the individual needle pull test specification requirement (observed value 2.29 n against individual needle pull requirement 3.43 n). The average needle pull value of the 05 retain sample was found to be 13.60 n against (requirement 6.77 n) which meets the average needle pull requirement. In addition, average needle pull value at the time of finished good release was found to be 17.67 n (against requirement 6.77 n).for complaint code nw1764 lot t0004 individual values of 01 retain sample does not meet the specification requirements. Upon visual inspection of failed retain sample under 10 x magnification it has been observed that the needle was swaged with excessive force. Excessive force during needle swaging leads to cracking of needle bore. Upon visual inspection of swaged suture tip suture has a swaging mark but due to cracking of bore it might be separated from needle. All remaining 4 needle samples were found satisfactory. Based on the analysis it is evident that this is a confirmed manufacturing defect complaint. Further actions will be taken as per local procedures and file will be updated accordingly.